Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an oily substance was observed on the inner portion of two guardia access embryo transfer catheters. This observation was made prior to patient contact. Additional patient and event detail has been requested.

Event description:
Additional information received. Because this observation was made prior to patient contact, the hospital has not provided the patient information. This issue was not impacted the patient. So the procedure was completed by changing to another new device. And according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: visual inspection of the returned unused products was conducted. A review of complaint history, the device history record, quality control data and specifications has been performed. Two devices were returned for investigation. A visual examination noted an unknown foreign matter inside the transfer catheters. Review of the device history record noted there were no non-conformances related to the reported failure. A review of complaint history revealed this is the only complaint associated with complaint device lot number 8396795. Fourier transform infrared spectroscopy (ftir) analysis of similar complaint devices has determined that the foreign matter substance is likely to be the silicone based medical fluid used for lubrication during the manufacturing tipping process. This testing suggests that a production related issue is likely to be the cause of this product complaint. The silicone lubricant used in production has been mouse embryo assay (mea) tested to ensure safety. There is no reason to suspect that the remaining lubrication on the device would have presented a risk for embryo loss if the device had been used. Based on the information available the cause of this issue is manufacturing related. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.